Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the occurrence of a false susceptible oxacillin result, with false negative cefoxitin screen, for staphylococcus aureus in association with the vitek® 2 ast-gp67 test kit. Biofire filmarray® bcid indicated meca positive. Cefoxitin disk diffusion obtained a result of positive (zone= 16mm=resistant). The customer stated the discrepant vitek® 2 ast-gp67 oxacillin result was reported to the treating physician, but the physician questioned the result prior to treatment. The filmarray® bcid result was used by the physician for treatment decisions. Culture submittal has been received by biomérieux for internal investigation. Biomérieux investigation has been initiated.